Event description:
It was reported that (1) mcm20 and (1) mcl20 device were use during a radical prostatectomy procedure. It was reported by the rep that the surgeon used both mca's in this procedure. With both products the clips continued to scissor. The surgeon feels that this is unacceptable. The case was finished with another applier. There was no consequence to the pt.